Manufacturer narrative:
The customer reported that the patient weighed between (B)(6). The distal roller from the IV set was clamped during the therapy causing an downstream occlusion, which led to a delay in therapy. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the safe operations listed in the guide are being practiced. Some of the safe operations listed include; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Monitoring vital signs and IV access sites per facility¿s standard practice of care, and monitoring the infusion to ensure that the infusion is delivered as intended. The operators manual also instructs the user time to downstream occlusion alarm at the minimum downstream occlusion setting and minimum flow rate of 0.5ml/hr, the time for activation of the downstream occlusion alarm is 20 minutes or less for at least 51% of alarms (95% confidence interval), with a maximum time for alarm activation of 1.5 hours. At the maximum downstream occlusion setting and minimum flow rate of 0.5ml/hr, the time for activation of the downstream occlusion alarm is 2.5 hours or less for at least 51% of alarms (95% confidence interval), with a maximum time for alarm activation of 5 hours. The maximum time for activation of the downstream occlusion alarm at the intermediate flow rate of 25 ml/hr is 50 seconds at the minimum occlusion threshold setting. It is 3 minutes at the maximum occlusion alarm threshold setting. It also provides step by step instruction for the proper set up of an infusion with the device. The device was not received for evaluation; therefore, a device analysis could not be completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an downstream occlusion during therapy (programmed volume unknown) in the pediatrics unit. The device was programmed to deliver 0.45% normal saline with heparin (dose unknown) solution at a rate of 0.5cc/hr set up as a primary infusion via intravenous fluids. The distal roller clamp found clamped approximately 1 hour after bedside shift report and no distal occlusion alarm occurred. The user resolved the issue by unclamping the roller clamp, the line was patent and the infusion was resumed. It was also reported that the patient experienced an interruption of therapy for about ten hours. The customer provided additional information on a later date stating that the downstream occlusion pressure setting of the device was set to medium at the time of the event and they are currently changing to the "low setting in hopes to resolve the 'no occlusion alarms' from occurring going forward." There was no patient injury or medical intervention associated with this event. No additional information is available. .